Event description:
The physician attempted to place a 28mm enterprise stent across the neck of a wide neck, ophthalmic aneurysm. After an uneventful advancement and initial placement of the stent, the physician experienced difficulty deploying the stent. He attempted to reposition and deploy the stent multiple times but each time experienced difficulty getting the stent to remain stationary during deployment. The physician indicated this difficulty was due to the vasculature of the associated parent vessel. While attempting to keep the prowler select plus micro catheter and wire stationary, he attempted to deploy the stent again, but at this point, the stent had been unsheathed beyond the point of recapture. Once it was determined the stent could not be recaptured, he elected to remove the stent by pulling it through the guide catheter. The removal of the stent was without incident and there was no harm to the patient. Additionally, it was agreed there was nothing wrong with the enterprise stent and that it performed properly. The difficulty experienced during the procedure was attributed to the unusual and tortuous vasculature of the parent artery.

Manufacturer narrative:
The physician attempted to place a 28mm enterprise stent across the neck of a wide neck, ophthalmic aneurysm. After an uneventful advancement and initial placement of the stent, the physician experienced difficulty deploying the stent. He attempted to reposition and deploy the stent multiple times but each time experienced difficulty getting the stent to remain stationary during deployment. The instructions for use outlines that the enterprise stent may be recaptured one time prior to full deployment. The physician indicated this difficulty was due to the vasculature of the associated parent vessel. While attempting to keep the prowler select plus micro catheter and wire stationary, he attempted to deploy the stent again, but at this point the stent had been unsheathed beyond the beyond the point of recapture. Once it was determined the stent could not be recaptured, he elected to remove the stent by pulling it through the guide catheter. The removal of the stent was without incident and there was no harm to the patient. Additionally, it was agreed there was nothing wrong with the enterprise stent and that it performed properly. The difficulty experienced during the procedure was attributed to the unusual and tortuous vasculature of the parent artery. The device was not returned for analysis and the lot number of the device is not known; therefore, a device history record review cannot be completed. As reported by the physician, there is no indication that the deployment difficulty of the enterprise stent was related to any device design or manufacturing issues, but was related to the tortuous vasculature of the artery in which it was being implanted. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.